Event description:
It was reported that out of range, high voltage lead impedance measurement and externalized conductors under x-ray were observed. The lead was capped and replaced. Patient condition was good following the event.